Event description:
It was reported that the display on the external pulse generator was "shattered." The generator was returned for service. It was indicated on the return paperwork that no patient complications were associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis found that the liquid crystal display (lcd) lens was broken and the lcd display was scratched. Analysis also found that both bail covers were broken, one printed circuit board (pcb) board flex was creased, the battery contacts were compressed and the keyboard window was dented.